Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of button error and blank display. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the pump fell from the bed and onto the floor during the night. The customer stated that the escape button was unresponsive and the pump was completely dead. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to unlocked j2 lcd keypad connector. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. The insulin pump powered up properly after battery installation and no blank display noted. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.